Manufacturer narrative:
A review of tickets was performed for reagent lot number 01130be00. The ticket search determined that there is normal complaint activity and no trends were identified for the complaint issue. The return samples were tested with a file kit of lot 01130be00. The following results were generated: sid (B)(6) nonreactive at 0.74 s/co, sid (B)(6). Reactive at 1.00 s/co, sid 9 (B)(6) nonreactive at 0.76 s/co, sid (B)(6) nonreactive at 0.64 s/co, sid (B)(6) nonreactive at 0.56 s/co. There is no reference test method for the syphilis assay, however the samples were also tested on inno-lia syphilis score and recomline treponema igm/igg methods. The inno-lia syphilis score generated all positive results and both recomline treponema igm/igg generated all negative results. The final interpretation for all sids is inconclusive. A retained kit of lot number 01130be00 was tested in a sensitivity setup, including additional replicates of a specificity panel. Results of this setup did not implicate that the performance of the lots were negatively impacted, as no false nonreactive results were obtained. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect syphilis assay for lot 01130be00 was identified.

Event description:
The customer observed false nonreactive architect syphilis tp results for a 26 year old female donor. The following data was provided: (B)(6) 2019 sid (B)(6) architect syphilis result in duplicate = 0.91 s/co (nonreactive) beckman coulter tppa result = positive the customer used the sample to perform validation studies on alinity s analyzer, syphilis results = 1.06 s/co (reactive), 1.10 s/co (reactive), 1.06 (reactive) additional testing was completed due to the reactive alinity s syphilis results. Confirmatory inno-lia syphilis score = positive, rpr results = negative, igm = negative a new sample was collected for a control on (B)(6) 2019 architect syphilis = nonreactive alinity s = nonreactive confirmatory inno-lia syphilis score = indifferent result (tpn17 band positive, tpn47, tpn15 and tmpa very weakly recognizable or negative) rpr = negative igm = negative the donor donated blood products 4 times over the past year. The 4 file samples were tested. 3 out of 4 samples were: tppa = positive architect syphilis - nonreactive confirmatory inno-lia syphilis score = positive (faint bands) rpr = negative igm = negative the laboratory test results do not indicate an active syphilis infection as no treponema specific igm antibodies were found, and the rpr test was negative. 3 previous whole blood donations provided by this donor generated false nonreactive architect syphilis results. The following blood products were prepared with these donations: sid (B)(6) from (B)(6)2018: 1 pool thrombocytes concentrate, 1 erythrocyte concentrate, 1 plasma for fractioning sid (B)(6) from (B)(6) 2018: 1 erythrocyte concentrate, 1 plasma for fractioning sid 93617035609 from 13dec2017: 1 erythrocyte concentrate, 1 plasma for fractioning there is no additional information available on the transfusion status and the recipients of the prepared blood products.

Manufacturer narrative:
New information was received on 24jan2020 and section b, adverse event or product problem was updated: originally reported: there is no information available for what blood products were prepared, created, or transfused with these donations. This has been updated to: the following blood products were prepared with these donations: sid (B)(6) from (B)(6) 2018: 1 pool thrombocytes concentrate, 1 erythrocyte concentrate, 1 plasma for fractioning sid (B)(6) from (B)(6) 2018: 1 erythrocyte concentrate, 1 plasma for fractioning sid (B)(6) from (B)(6) 2017: 1 erythrocyte concentrate, 1 plasma for fractioning there is no additional information available on the transfusion status and the recipients of the prepared blood products. An error was identified on (B)(6) 2020. There was a typographical error in section h4: device manufacture date. The date was changed from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-32 that has a similar product distributed in the us, list number 8d06-31/41.

Event description:
The customer observed false (B)(6) architect syphilis tp results for a (B)(6) year old female donor. The following data was provided: (B)(6) 2019 sid (B)(6) architect syphilis result in duplicate = (B)(6). Beckman coulter tppa result = (B)(6). The customer used the sample to perform validation studies on alinity s analyzer, syphilis results = (B)(6). Additional testing was completed due to the (B)(6) alinity s syphilis results. Confirmatory inno-lia syphilis score = (B)(6), rpr results = (B)(6), igm = (B)(6). A new sample was collected for a control on (B)(6) 2019. Architect syphilis = (B)(6). Alinity s = (B)(6). Confirmatory inno-lia syphilis score = indifferent result (tpn17 band (B)(6), tpn47, tpn15 and tmpa very weakly recognizable or (B)(6)) rpr = (B)(6). Igm = (B)(6). The donor donated blood products 4 times over the past year. The 4 file samples were tested. 3 out of 4 samples were: tppa = (B)(6). Architect syphilis = (B)(6). Confirmatory inno-lia syphilis score = (B)(6) (faint bands). Rpr = (B)(6). Igm = (B)(6). The laboratory test results do not indicate an active syphilis infection as no treponema specific igm antibodies were found, and the rpr test was (B)(6). 3 previous whole blood donations provided by this donor generated false (B)(6) architect syphilis results. There is no information available for what blood products were prepared, created, or transfused with these donations. False (B)(6) blood screening results obtained with no recipient information.